Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.

Manufacturer narrative:
Device evaluation summary. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. Upon investigation, the battery pack was unable to power on a monitor or charge. The cause for the failure was isolated to loose spot welds on the top cell side of the bus bar. When the bus bar was pressed to the cell, the battery powered on a monitor and charged. The root cause for the loose spot welds could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the loose spot weld.